Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number: gd893586 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
This is report 2 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced constipation. The patient was hospitalized for the event of peritonitis. Treatment was not reported. Five days later, the patient was discharged from the hospital. It was reported that the patient had recovered from the peritonitis. The nurse declined to provide any information.

Manufacturer narrative:
(B)(4). Should additional relevant information becomes available, a follow-up report will be submitted. This is the same patient as (B)(4).